Event description:
A ventilator was returned to a third party service center with an allegation a ventilator would not power on. The device was not in patient use. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's software was reloaded and the device was calibrated to address the issue.